Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system was a part of an infection shortly after implant. The electrode was explanted and returned. The patient was given antibiotics as a result. No additional adverse patient effects were reported.

Event description:
It was reported that this system was a part of an infection shortly after implant. The patient was given antibiotics as a result. No additional adverse patient effects were reported.